Manufacturer narrative:
During investigation of a monitor for an unrelated issue a reportable malfunction was found. The monitor was unable to complete a baseline test due to a defective lcd display. The root cause of the defective display could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.